Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was attributed to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a mastoidectomy surgical procedure, it was observed that the motor device was ¿heating up in the surgeon¿s hand¿. According to the report, saline irrigation was used. There were no delays to the surgical procedure. A spare device was not available for use. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.